Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed at zoll medical corporation and attributed to the charging cap on the pace/defib engine board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.